Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - per revision (B)(4) of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008867, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 03-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6008867". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6008867 was manufactured according to the work instruction (wi) version 98 and manufactured in the machine multivac 14 on 08/sep/2024, with a total of (B)(4) units. Glue-connector lot: the lot 4h02842 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 17/aug/2024, with a total of (B)(4) units. The lot 4h02903 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 07/sep/2024, with a total of (B)(4) units. The lot 4h01450 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 14/aug/2024, with a total of (B)(4) units. The lot 4h02842 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 17/aug/2024, with a total of (B)(4) units. The lot 4h00371 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 05/aug/2024, with a total of (B)(4) units. The lot 4g06109 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 03/aug/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. No further information available.